Event description:
It was reported that during an endovascular aortic repair procedure for a 57 mm abdominal aortic aneurysm, the delivery system for the endurant stent graft could not pass through the femoral artery puncture site when attempting to access the contralateral iliac leg. Upon removal of the delivery system, a gap was discovered between the distal outer sheath and the tip, and it was noted that the outer sheath of the stent delivery system was not tightly connected to the tip. It was suspected that this was the reason why the delivery system could not pass through the artery. The delivery system was replaced with a new stent of the same model, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover in the home position. Kinks were evident to the distal graft cover. A gap of approximately 4mm was evident between the graft cover and tip (specification 0.5mm). Deformation was evident to the distal edge of the graft cover. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported difficulty in positioning and the gap between the delivery system graft cover and tip could not be assessed based on the pre-implant images provided; therefore, the cause of the events could not be determined. Procedural angiograms showing attempts to insert the device into the vessel were not available for evaluation of the reported events. Additionally, the femoral arteries were not depicted in the pre-implant images provided. Device photo evaluation summary: one still image was received for analysis. Image depicts the distal section of an endurant delivery system. A kink is evident to the graft cover and stent graft. A gap is evident between the graft cover and distal tip. B5: additional information received: it was confirmed that after unpacking the stent , there was a gap between the outer sheath and the tip. Based on the physician's expertise and clinical judgment, it was decided to try and use this device. If access could be successfully achieved, the physician would have attempted to continue as planned to avoid wasting the stent. It was said the blood vessel was partially calcified and twisted but another stent was still able to pass through the femoral artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.